Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown vertebral body replacement - expandable: synex/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Additional reporter info: (B)(6). (B)(4). Device evaluated by MFR, manufacture date: without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in germany as follows: this report is being filed after the review of the following journal article: beisse, r. (2006), video-assisted techniques in the management of thoracolumbar fractures, orthopedic clinics of north america, vol. 38 (3), pages 419-429 (germany). The aim of this collective study is to evaluate the efficacy of endoscopic procedure in spine surgery. Between may 1996 to june 2002, a total of 220 patients, with an average age of 36 years, were included in the study. Surgery was performed using a tricortical bone graft from the iliac crest as a vertebral body replacement in 84%; an extendable titanium cage (synex, synthes spine, paoli, pennsylvania) is used much less frequently in 16%. The follow-up period was between 4 months and 6 years, with a mean of 2 years. The following complications were reported as follows: 3 (1.3%) of the 220 patients were converted to an open-surgery technique. Of these three conversions, two occurred in the first five operations. The reasons for these were inadequate control of bleeding from the bone and jamming of a screw. (The article did not specify if patients involved were implanted with synthes device) the estimated blood loss with routine use of continous auto transfusion system (cats) (fresenius medical care north america, waltham, ma) was 870 ml. 5.4 percent of the cases had pleural effusions, persistent pneumothorax, or intercostal neuralgia. In one case, the l1 root was irritated by the application of monopolar current using the dissection hook during endoscopic detachment of the diaphragm. In the follow-up, there was no occurrence of diaphragmatic hernia in any of the cases. (The article did not specify if patients involved were implanted with synthes device) 1 paraplegic patient had pulmonary embolism. 2 patients had pleural effusion. 1 patient had a lesion of the sympathetic trunk. 1 patient had postoperative pulmonary insufficiency. 1 patient had transient brachial plexus irritation due to the positioning of the patient. 5 cases of implant loosening were noted. In 1 case, the entire ventral implant became loose because of an excessively broad indication setting in a case of severe osteoporosis. Of these five cases, three patients underwent revision surgery because of the accompanying loss of correction. (The article did not specify if patients involved were implanted with synthes device) this impacted product captures the following adverse events: (the article did not specify if patients involved were implanted with synthes device): inadequate control of bleeding from bone and jamming of a screw; estimated blood loss of 870 ml; pleural effusion; persistent pneumothorax; intercostal neuralgia; l1 root was irritated by the application of monopolar current using the dissection hook during endoscopic detachment of the diaphragm; pulmonary embolism; sympathetic trunk; pulmonary insufficiency; transient brachial plexus irritation due to the positioning of the patient. This report is for an unknown synthes synex. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.